Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that partial scale marking print was missing on the syringe 20 ml ls ns barrel, found before use. The following information was provided by the initial reporter: "I would like to inform you that during out process we have found insufficient print of scale."

Manufacturer narrative:
Investigation: one photo was provided to our quality engineer for investigation. Through visual inspection it was observed that the scale of the syringe barrel was not properly marked. A device history was performed and found no no-conformances related to the reported issue during production of batch1901354. Product undergoes visual and functional inspections throughout the manufacturing process according to procedure. While a direct issue could not be identified, it was determined this incident occurred due to a failure in the pads which transfer the ink onto the barrel.

Event description:
It was reported that partial scale marking print was missing on the syringe 20ml ls ns barrel, found before use. The following information was provided by the initial reporter: "I would like to inform you that during out process we have found insufficient print of scale."